Event description:
A pt reported experiencing inaccurate erratic results. The pt's blood glucose results were "lo" mg/dl (a result of 20 mg/dl was used in replace of lot mg/dl), 122 mg/dl. Tests were done within <10 minutes with a difference of 90 mg/dl. Pt did not experience any adverse events. No further info has been reported.